Event description:
Air pockets are forming in the syringes. Contacted rep and a case was open. Case number (B)(4) under [redacted name]. Not allowing the injector to be primed automatically and they are, more often than not, drawing up air instead of contrast. (B)(6) located our report from august 2022, medsun (B)(4) with the same lot number. Manufacturer response for interventional radiology syrgines, medrad stellant disposable syringes (per site reporter). Worked closely with the bayer rep to help with this problem.